Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. It was reported that during the placement of the stent in a mildly calcified left internal carotid artery (lica), the patient had symptoms of a left hemispheric stroke with aphasia and right sided hemiparesis. The symptoms lasted 5 minutes and resolved. The patient was treated with unspecified vasopressors. After the procedure, expressive aphasia returned. Reportedly, the condition resolved on 01/19/2007 and the patient was discharged to home that day. Abbott medical advisors evaluated the patient outcome and it was determined that this patient experienced an ischemic, ipsilateral, major stroke. No additional information is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains implanted in the patient. The lot number was provided. A review of the lot history record (lhr) did not produce any findings relevant to this report.